Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged as the patient had a large chest. In addition, the lead had been pulled back and the device had been pulled away down by weight of the patient¿s breasts. So great measure was being taken to mark the patient before the procedure to place the new leads and secure the device in a higher position or location. A new lead was replaced and implanted successfully. This lead is out ¿ of service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.